Event description:
In 2009, pt reports elevated and low readings. He stated, it was his lifestyle that caused erratic readings. Pt reports his readings have ranged from the 20's mg/dl up to the 600's mg/dl. He stated, the highs are typically when he eats something he shouldn't and forgets to bolus and the lows are because he works outdoors doing lawn work. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for eval.